Event description:
The pt was found to have significant mitral valve paravalvular leak and congestive heart failure and the valve was explanted. A 27 mm sjm valve (27mj-501) was then implanted. During the initial procedure in 2002, the pt underwent a double valve replacement, utilizing the above-mentioned valve in the mitral position and 23 mm sjm valve (23ahps-605) in the aortic position. Preoperative transesophageal echocardiogram did not reveal any aortic insufficiency; therefore, the aortic valve remained implanted. The pt had a previous mitral valve replacement in 1983.